Manufacturer narrative:
Bayer service responded to the site, performed an injector check and found the injector to perform to specification. The disposables involved in the procedure were discarded by the site. Lot numbers were not provided. The site was offered additional applications training and will make their decision pending the outcome of the investigation.

Event description:
The site reported the following: a CT chest with contrast for radiotherapy planning was performed on a (B)(6) year old male patient with a history of lung cancer. Contrast injection was performed using a stellant injector (serial number (B)(4)). The contrast was introduced through a 22 gauge introcan intravenous catheter at the location of the patient's left antecubital fossa. During the scan, following the near completion of the injection of contrast, the patient complained of pain at the cannulation site. The scan was aborted. There was swelling at the cannulation site. 35 ml of contrast medium extravasated into the patient's left antecubital area. The patient was treated following the department extravasation process; a cold compress and topical hydrocortisone cream were applied to the site.